Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the resistance occurred in the process of deployment. The catheter moved to the proximal end, and they withdrew the catheter and deployed the stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during a dense mesh stent implantation surgery, the patient's blood vessels were tortuous, and during the ped deployment process, the tip end was opened at the distal end first. During the pull-back anchoring process, the entire system fell due to the release of tension. After multiple attempts to push it to go upper, it was unable to reach the predetermined anchoring position, so the stent was retrieved and removed from the body, and then pushed it to go upper again using the micro-guidewire and micro-catheter. In the process of exchanging the stent, many attempts were made, but the stent could not enter the new microcatheter through the introduction sheath. Considering the anesthesia risk, a new stent was replaced. After replacing the new stent, the operation was successfully completed. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. Additional information was received that resistance occurred in the distal section of the catheter. A continuous saline flush was ad ministered and maintained as indicated in the IFU. There was no damage observed to the pipeline pushwire or catheter. A marksman catheter was used. Multiple pipelines were not used when movement occurred. It was noted that the stent could not be anchored during positioning. The pipeline was implanted at the intended location. The device did not jump during deployment. The device was opened in the m1 horizonal section and pulled back to c7 for anchoring. The patient was being treated for multiple aneurysms of c6 and c7. Vessel tortuosity was severe. The patient is in good condition and did not experience any symptoms related to the event.